Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "possible development of breast cancer." "Lymphoma and x3 ganglion's in the middle of the chest" were later reported by the patient. An unspecified treatment was given approximately 3 years following symptom onset. The device remains implanted.